Event description:
It was reported that the device was in back-up vvi reset mode. Attempts to recover the device were unsuccessful. The patient had undergone a series of radiation treatments. The physician believed that a surgery to replace the device would be too risky at this time.

Manufacturer narrative:
No medwatch form was received.